Event description:
It was reported that during a procedure, while taking threshold measurements through the analyzer the screen on the programmer went blank, "crashed," and then an error message displayed. The analyzer was able to continue while plugged into a different programmer. The programmer has been returned for service. No patient complications were reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) resource lock exhausted software issue. (B)(4) rf (radio frequency) head cable found out of electrical specification.